Event description:
Customer called to report the pump had water behind the reservoir compartment. It was stated that the customer was swimming in the ocean and in a pool. Troubleshooting was performed. It was suggested to disconnect the pump and reverted to the back up plan.